Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title, first name and last name are not provided / unknown. Additional 510(k) number is k101880.

Event description:
Doctor reports that they have received an tsvmwb10 implant and when they opened it for the surgery, the implant wasn't in the container.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 3331, 4109 and 4111. H6: investigation findings was added: 213. H6: investigation conclusions was added: 67. The reported event is non-verifiable without return of the components or packaging. Based on the evaluation, the device malfunction could not be verified. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review of the pre-sterilization audit notes that all implant components are present in the reviewed packages. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (packaging issue) and the complaint is not related to the functional performance of the product. The most likely cause of the event is handling of the packaging. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.